Event description:
A customer reported the monitors would boot up, but the c-arm will not. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated j14 connector on the power motor relay pcb. System operates as intended.